Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error and low battery alert. The customer's blood glucose value was 168 mg/dl. The customer stated that she received low battery alert at 3 in the morning and power error on her way to work. The customer declined to troubleshoot for low battery alarm. The product was returned for analysis.